Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
During a crt-d implant procedure, a pericardial effusion occurred. While cannulating the coronary sinus for left lead placement, a pericardial effusion was visualized when injecting contrast medium. The patient remained asymptomatic and a pericardiocentesis was performed. The physician decided not to implant the crt-d device and instead implanted an ICD. The patient was transferred to the cardiothoracic unit for monitoring and was later discharged in stable condition. There were no performance issues with any abbott device.